Manufacturer narrative:
Image review: three images of the event were provided for review. An executive summary was provided for anatomical considerations. Per the instructions for use (IFU), the annulus perimeter sizes for a 26 mm valve. A fluoroscopic valve load was provided and appears to be a good load. The valve was deployed just prior to the point of no recapture and depth assessment was performed. Depth was approximately 3 mm on the non-coronary cusp and 2 mm on the left coronary cusp in the lao view. Sometime during final release and removal of the delivery catheter system (dcs), the valve dislodged. Evidence shows the valve dislodged to above the annulus. Per the IFU, potential risks associated with implantation of the valve may include but are not limited to prosthetic vale migration/embolization. Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that upon deployment of a 26 millimeter (mm) transcatheter valve, the implant depth on the non-coronary cusp (ncc) a nd left coronary cusp (lcc) were both at 3 mm. During deployment, the patient became hypotensive post pacing, and pressure was treated as the valve was released. Upon full deployment, the valve dislodged. After valve dislodgement, the implant depth on the lcc was 0 mm, and just above the ncc. An echocardiogram was performed that revealed moderate paravalvular leak (pvl), and the patient's blood pressure was approximately 200/100 millimeters of mercury (mm hg). Subsequently, a 20 mm non-medtronic (edwards sapien) transcatheter valve was successfully implanted while the patient remained stable. Per the physician, the patient's short ascending aorta contributed to the dislodge. Additional information was received that the deployment starting point was at the bottom of the pigtail catheter. A non-medtronic (safari) guidewire was used for the procedure. The non-medtronic second valve was implanted valve-in-valve at approximately node 3-4 of the medtronic valve that remained in place. A full angiogram was performed at the end and adequate coronary perfusion was confirmed.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that upon deployment of a 26 millimeter (mm) transcatheter valve, the implant depth on the non-coronary cusp (ncc) a nd left coronary cusp (lcc) were both at 3 mm. During deployment, the patient became hypotensive post pacing, and pressure was treated as the valve was released. Upon full deployment, the valve dislodged. After valve dislodgement, the implant depth on the lcc was 0 mm, and just above the ncc. An echocardiogram was performed that revealed moderate paravalvular leak (pvl), and the patient's blood pressure was approximately 200/100 millimeters of mercury (mm hg). Subsequently, a 20 mm non-medtronic transcatheter valve was successfully implanted while the patient remained stable. Per the physician, the patient's short ascending aorta contributed to the dislodge.

Manufacturer narrative:
Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.